Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the breakout box cable did not resolve the issue. Representative reported that after running ndi tool box config utility, the scu was not displaying any issues. However, when comparing it to another system, the behavior was not the same. It was stated that the port 1 had amber light above it during initial troubleshooting but when the system opened again all ports were amber. Rebooted the system and entered into cranial and 2 ports were green but the port 1 was still amber. Replacing the scu resolved the issue. The system then passed the system checkout and was found to be fully functional. The breakout box cable was returned to the manufacturer for analysis. Analysis found that the cable was fully functional. No fault found. The scu was returned to the manufacturer for analysis. Analysis found that when connected to a known good system it was found that the foot switch did not function. Instruments were plugged into ports also did not function. When the event logs were checked the ndi toolbox displayed amber status for all ports even without a break out box attached. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that while performing planned maintenance (pm), the foot port was found damaged. No foot pedals would work when connected to the system. There was no patient present when the issue occurred.